Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.125¿ in length and was not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, synchroseal instrument paint layer was peeled off. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was later reported that the damaged fragment was found in the body cavity but was removed directly from the body cavity.